Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Parts from the thread at the distal tip of shaft is broken. Procedural step is unknown

Manufacturer narrative:
One (1) cannulated polyaxial screwdriver shaft [product code: 2867-20-000, lot no: ui1112] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the initial thread on the threaded portion of the distal tip had become sheared off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the thread on the threaded portion of the distal tip becoming sheared off cannot be positively determined. However, one possible root cause may have been that the shaft most likely was not properly seated in the polyaxial screw tulip head and inadvertently cross threading occurred causing the thread on the threaded portion of the distal tip to become sheared off. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.